Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances. It was noted that impedances have intermittently increased from 600 ohms to 2021 ohms. Additionally, there were no observations of noise. Technical services recommended to continue to monitor or to bring the patient in for an evaluation. At this time, the lead remains in service. No adverse patient effects were reported.